Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements of greater than 200 ohms, and lead damage was suspected. Of note, the rv lead is an older lead (implanted in 2001). Technical services (ts) was consulted to confirm/exclude lead damage. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).